Manufacturer narrative:
Investigation conclusion: the provided lot number was not associated with the reported product. Therefore, we performed a search for similar complaints of the reported problem. A review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted.root cause: insufficient info.source: email.

Event description:
Reports false positive results, unable to give frequency. Unknown if symptomatic or asymptomatic. Pcr also performed - customer unsure of comparison result. No apparent adverse event.